Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion sensor is damage. There was patient involvement but no patient harm.

Manufacturer narrative:
B5: the issue was discovered during self-testing. There was no patient involvement. D9: 17-feb-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and functional testing was performed. The customer reported issue was not replicated. No action was taken relative to the alleged failure. Preventative maintenance was performed and the device passed all testing.